Event description:
Revision of loose tibia. X-rays showed a line all the way around the tibia component. The tibia came out easy with no cement on it. Pmma looked like it activated. The cement mantle was still intact or mostly intact.

Manufacturer narrative:
This report will be amended when our investigation is complete.